Manufacturer narrative:
Product ID 37642, serial# unknown. Product type programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp stating this is a known stimulation effect. They were going to lower the stimulation parameters. The issue was not resolved as it was a known transient effect of dbs.

Manufacturer narrative:
Concomitant medical products: product ID: 37642, serial#: unknown, product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient initially called to get a patient programmer replacement. She stated that when she connects, she feels the stimulation was very strong. The issue was from the ins in the left chest that goes to the right side of the brain. The patient said she could feel the sensation of the electrical current in her tongue. The patient was able to adjust stimulation on her own and usually turned it off at night. During the call, the patient turned stim from 3.4 to 3.3 and then encountered a lower limits screen. The patient was advised to see their healthcare professional (hcp) to discuss symptoms and programming. No further complications were reported/anticipated.